Manufacturer narrative:
One device was received for evaluation for the complaint that the pump experienced downstream occlusion seal cracking. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed through visual inspection. Dso seal was cracked in multiple locations, revealing the bezel and was replaced.

Event description:
It was reported that the pump experienced downstream occlusion seal cracking. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.